Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced a hypoglycemic event following sensor insertion on the arm. The sensor reportedly stopped working and ceased displaying readings the day after insertion. The patient could not recall the specific error message shown on the receiver. On (B)(6) 2025, at approximately 5:00 a.m., the patient¿s daughter attempted to wake her but found her unresponsive. Upon checking the cgm, she observed that it was no longer displaying any readings and appeared to have stopped functioning. The daughter was unable to determine how long the patient had been without an active sensor session and did not perform a fingerstick blood glucose check. Instead, she immediately called emergency services. When emts arrived, they measured the patient¿s blood glucose at 48 mg/dl. The patient was administered IV fluids containing glucose and transported to the hospital. In the emergency room, her blood glucose was checked again, but the exact value was not provided. The daughter was also unaware of the specific treatments or medications administered during the hospital stay. The patient remained in the hospital for approximately six hours. Upon discharge, she reported feeling fine, although she still could not recall her blood glucose value at the time of treatment. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.